Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a non calcified vessel. During the procedure, upon third inflation, it was noted that the balloon ruptured at 6 atm for 15 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a non calcified vessel. During the procedure, upon third inflation, it was noted that the balloon ruptured at 6 atm for 15 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages on shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a longitudinal tear, 1mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was left in the waterbath at 37 degrees. An attempt was made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the longitudinal tear at the proximal markerband. No other issues were identified during the product analysis.